Manufacturer narrative:
The agent reported revision surgery for nickel allergy and broken fragmented pieces left in the patient. Complaint has been evaluated and is similar to report number 1644408-2022-00679; 508-32-104, s807-pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to nickle allergy; broken fragmented pieces left in patient.